Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy. The stored electrograms (egm) exhibited noise on the right ventricular and shock channels. There is no noise noted on current egm's, and pocket manipulation cannot recreate the noise. The impedance values are normal.